Manufacturer narrative:
Insertion post of a dental implant was fractured during implant placement. Implant needed to be removed. Dentist did not use dense bone drill or tap in very hard bone. According to IFU this should have been done.

Event description:
Insertion post of a dental implant was fractured during implant placement. Implant needed to be removed.